Event description:
It was reported that the lead insulation was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded at multiple locations which exposed the coils.